Manufacturer narrative:
On 07/31/18, it was reported to mentor that the device history record ( DHR) of lot number 5626601 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: gel mentor memorygel breast implant 450cc , catalog number 3504504bc, serial number (B)(4), lot number 5626601 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation with a gel mentor memorygel breast implant 450cc and experienced rupture on the left breast implant. The rupture was confirmed by the healthcare professional by the MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2019, the doctor called to inform us that during surgery the implant had too much blood on it. Hemorrhage code was added. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the patient also experienced bilateral breast ptosis. The replacement devices were mentor memorygel breast implant 425cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/19/2020 , upon visual evaluation of the video provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device could not be analyzed according to our procedures. Please ship the product back to us with the attached form signed to receive a more detailed analysis about your product complaint. If you have recently shipped the product back, please provide your tracking numbers by replying to this email. If you need additional support to return the product, please contact our team using the information contained at the end of this letter. Although the product was not received, the manufacturing records of the 5626601 lot number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(4). 2020, mentor became aware that a video was received on (B)(4). 2020 that was erroneously omitted to report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the date of explantation will be (B)(6) 2019. Manufacturer¿s reference number: (B)(4).